Event description:
The target treatment area was a 90% stenosed, heavily calcified proximal left anterior descending artery (lad). A non-abbott guide wire was advanced and then a wire exchange was performed for a viperwire advance guide wire. The diamondback 360 coronary orbital atherectomy device (oad) was advanced and then spun for treatment on low speed. It was unknown how many times the oad was spun but all treatments were performed on low speed. When spinning the oad, it appeared as though the crown could not spin freely due to the heavy calcium. The oad felt lodged in the calcium as it spun, and a viperwire fracture occurred. The fracture location was at the distal part of the viperwire. No crown jumping was observed prior to the fracture. A snare was used to successfully retrieve the fractured component. No additional treatments were performed. The procedure was deemed complete. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire could not be reviewed as the lot number was not provided. Csi ID: (B)(4).

Event description:
Additional information was received indicating the oad was spun for two low speed treatments.

Manufacturer narrative:
The guide wire was received for analysis. The guide wire was returned fractured at the spring tip. Analysis found evidence of ductile torsion on the core wire fracture face. The root cause of the stress condition that led to the fracture could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).